Manufacturer narrative:
The insulin pump had intermittent up button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. Device had cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the buttons on the insulin pump are not responding and keys are going in and out. The customer stated she was camping and the insulin pump might have gotten exposed to moisture. Blood glucose value was 121 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.